Event description:
It was reported that the customer went to the hospital on saturday and had to go back again. Unable to determine if the customer was hospitalized with high or low blood glucose. The father only stated that his blood glucose was not stable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.